Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 211 mg/dl. The customer had just received a replacement insulin pump, but she never programmed the basal rates or bolus wizard feature. The customer was only using it to deliver boluses. The customer was also getting no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The insulin pump passed the prime test. The customer was four months pregnant and was using the correct infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.